Event description:
It was reported the pt (B)(6) was unable to established communication with the ipg using either the programmer or charging system. The pt could allegedly still feel stimulation; however, due to the reported communication issues, the therapy could not be adjusted. Surgical intervention was undertaken to address this issues. The communication problems persisted during intraoperative testing. As such, the pt's ipg was replaced. No further pt complications have been reported following the procedure.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.